Event description:
It was reported that the bronchovideoscope had low angulation play, scratches and crush in the connecting tube, and a leak in the channel. This was found during reprocessing. There was no report of patient harm. The device was returned, evaluated, and the connecting tube was found to have a peeling coat(1mmsq or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a cut on the bending section cover and damage on the channel tube. The play of the angulation lever was also out of standard value due to wear of the angle wire. In addition to the peeling coat found on the connecting tube, other evaluation findings are as follows: the specified resolving power was not obtained due to damage on the charged coupled device; switch2 and switch3 did not work due to wear; the distal end was shaved; the connecting tube had a buckling; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the control unit was dirty due to water leakage; the grip and the universal cord were dented; and there were scratches on the control unit and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.